Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. However, the pump had a ghosting display after pressing any button due to a problem isolated to the lcd board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify any alarm due to the ghosting display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a missing end cap sticker.

Manufacturer narrative:
Findings: unit was programmed and monitored for 1 day with no blank display noted. Unit passed the displacement test, self test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Unit was unable to prime during prime test due to faulty sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had broken reservoir tube lip, a scratched display window and a missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 143 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.